Manufacturer narrative:
E1 - customer (person): phone: (B)(6). G4 - PMA/510(k)#: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ngage nitinol stone extractor's basket broke upon opening for the first time, during a ureteroscopy procedure. The physician used a second basket to complete the procedure. A section of the device did not remain inside the patient. The patient did not require any additional procedures or experience any adverse effects due to the occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex a and annex g). Investigation ¿ evaluation. It was reported that an ngage nitinol stone extractor's basket broke upon opening for the first time, during a ureteroscopy procedure. The physician used a second basket to complete the procedure. A section of the device did not remain inside the patient. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, and interviewing personnel, were conducted during the investigation. One ngage nitinol stone extractor was returned with label only. Upon inspection, the handle functioned as intended. The clear shrink tubing that secures the basket wires in place was observed to be torn, resulting in a basket that did not open to the proper shape. There was no other damage to the device noticed aside from the torn shrink tube on the basket formation. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no confirmed recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The IFU t_shef_rev1 packaged with the device contains the following in relation to the reported failure mode: suggested handling instructions for extractors and forceps: important: excessive force could damage device. Based on the information provided, inspection of the returned device, and the results of the investigation, it is possible that size, shape, and/or location of the stones being removed caused the shrink tube damage. No information related to procedural conditions was known, therefore the cause could not conclusively be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.